Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/03/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed multiple cs 078 call service alarms. During testing, the pump was powered on, and the display screen appeared very dim with deep scratches in the display lens. Further investigation of the call service alarm issue could not be completed due to the display failure. Unrelated to the complaint, the battery compartment was observed to be cracked. The pump case was removed, and evidence of moisture ingress was found on internal components. The keypad cover was also peeling. The keypad button responsiveness could not be tested due to the display failure. The keypad cover was removed, and corrosion due to moisture was found on all button contacts.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. It was reported that the pump emitted a cs 078 call service alarm three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.